Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-02771. It was reported one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2020 during which the existing lead was explanted and replaced. Note: it is unknown which lead has migrated, as such both leads are being reported.